Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Despite multiple attempts to gather further information concerning this event, no additional information was ever provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.